Manufacturer narrative:
(B)(4). (B)(4) was not authorized to evaluate/service the device.

Event description:
It was reported that a ventilator was power cycling on and off. There was no patient involvement.